Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 476 mg/dl at the time of incident and current blood glucose level was 396 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injection. Customer assisted with performing high pressure test and the test was on. Customer did not allege insulin pump was under delivery. Customer troubleshoot was performed for high blood glucose levels. The insulin pump will not be returned for analysis.